Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called to report that the customer is experiencing high blood glucose levels. Customer's blood glucose reading at the time of the incident was 406 mg/dl. Customer's current blood glucose reading was 318 mg/dl. Customer's mother reported that the infusion set was removed and it was discovered that the cannula was bent. Replacement product is being sent.